Event description:
According to the reporter during a laparoscopic intraperitoneal onlay mesh procedure, on mesh fixation, the surgeon fired the tacker and was having difficulty with the first pin. By the time the user reached the 8th pin the tacker got stuck then the doctor used another tacker and the same problem persisted after the 8th pin that device also got stuck. The user then sutured the mesh for fixation. It was noted that the surgical time was extended by 30 minutes or more due to the product problem.

Manufacturer narrative:
D10 concomitant products: 174006, 174006 protack 5mm disp in (lot#:p3l0905). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic intraperitoneal onlay mesh procedure, on mesh fixation, the surgeon fired the tacker and was having difficulty with the first pin, by the time the user reached the 8th pin the tack did not come out while the surgeon tried to fix the mesh. The doctor used another tacker and the same problem persisted after the 8th pin and that device also did not fire the tack. The user then sutured the mesh for fixation. It was noted that the surgical time was extended by 30 minutes or more due to the product problem.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.